Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their wife regarding the patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient mentioned their device was infected and that was why it was taken out by their doctor. The patient then stated that there was a wire that was left inside that the doctor could not take out because the patient ¿died¿ on the table at the time of the procedure. The patient then passed the phone onto their wife and they verified that everything was taken out, but the device was infected. The patient was then transferred to patient services. The patient reported to patient services that they had gotten a call from someone inquiring to see if they needed a new battery and that was when they mentioned they had their device explanted already. The patient reported that they had their device removed three to four years ago, because it was not working. The patient¿s spouse stated that the manufacturer representative (rep) had tried to program them many times, but that did not help. They did not know the name of the rep and did not remember when the rep was made aware of the issue of the device not working. During the call, it was mentioned that after the device was explanted the patient had developed an infection, but did not know the date exactly they just stated that it was the day after the device was explanted. The patient¿s wife wanted to know if the manufacturer would cover the cost of their infection medication since their insurance would not cover it. They also stated that the patient was still in severe pain and stated that this was ongoing since implant. It was mentioned that the patient had redness and that it felt hot near the ins before it was removed. The caller noted that they would still have to go back in to remove the paddle on the left side in order for the patient to have another neurostimulator put in, but they would not do it with this manufacturer again. No further complications were reported/anticipated. On 2018-12-05 (rep): no new information.